Manufacturer narrative:
The reported complaint of the solex 7 catheter leak was confirmed. A pinhole leak was observed in the middle of the serpentine balloon during the functional leak test. The probable root cause for the reported complaint could be due to a latent material defect. A visual examination of the returned catheter was performed and found no physical damage to the catheter. Observed blood residue on the serpentine balloon and in/out luered tubing's. A functional leak test of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed in the middle of the serpentine balloon, thus confirming customer complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the catheter leak and there was no previous history of complaints reported for solex 7 catheter with lot number 140155.

Event description:
During patient treatment, the solex 7 catheter was inserted into the left internal jugular vein. The placement was done by an experienced physician and the insertion was smooth. The catheter initially was used as a central line to deliver medication and fluids for approximately 4 hours. After the cooling was initiated, the blood was noted backing up into the suk tubing immediately. The nurse replaced the suk, however, the blood was noted again. The solex catheter leak was suspected. The catheter was removed and the icy catheter placed in a femoral vein to continue the therapy. No consequences or impact to patient.